Manufacturer narrative:
Company comment: the serious expected events of granuloma skin, infection and inflammation at implant site, the non-serious expected events of swelling and mass at implant site and purulent discharge were considered possibly related to the treatment with a counterfeit product. Serious criteria include the need for multiple medical interventions to prevent permanent damage. Potential root cause include suspect product treatment procedure or injection procedure associated with inadequate aseptic technique. There was an administration of a counterfeit sculptra product. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and indicate a possible involvement of the specified product. The reported lot number was not a valid lot number for a galderma product. The product has been assessed to be counterfeit. A request to obtain the sample for further investigations will be performed by qa. The performed investigations are considered adequate and no additional investigations will be conducted by pv. The galderma antipiracy department has been contacted for further investigations and potential actions.

Event description:
Case reference number (B)(6) is a spontaneous report sent on 21-sep-2021 by a female patient of an unknown age, concerning herself. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. According to the treatment plan information, the product was diluted on (B)(6) 2021. On (B)(6) 2021, the patient received 10 ml sculptra (lot 1j0996) to neck region with unknown injection technique and needle type. The reported sculptra lot number confirmed to be counterfeit (counterfeit product administered). The sculptra bottle applied differs from that previously informed by the consumer which had been identified by a video recorded by the patient at the time of reconstitution of the product. On (B)(6) 2021, immediately after sculptra injection, the patient experienced swelling (implant site swelling) in the injection site. As corrective treatment, on (B)(6) 2021 (three days after the procedure), the patient started to use predsim [prednisolone sodium phosphate] for around 30 days, ibuprofen [ibuprofen], disprospan [betamethasone dipropionate] and levofloxacin [levofloxacin] for 9 days. On an unknown date in 2021, the swelling decreased and patient started to experience granulomas (granuloma skin) in the injection site. During this time, many infection (implant site infection) points appeared and the responsible for the injection oriented the patient to perform local massages many times a day, and twice a week, the patient was going to the dentist office to receive saline solution [sodium chloride] and hyaluronidase [hyaluronidase] injections in the granulomas as a corrective treatment to help to reduce it because the patient was experiencing hardening lumps (implant site mass) in the neck. However, after two weeks, the patient experienced infection with purulent secretion (purulent discharge) in all injection sites. On an unknown date in 2021, the patient underwent a medical appointment with an infectologists, and she started to use amoxicillin with clavulanate [amoxicillin, clavulanate potassium]. On an unknown date in 2021, the patient also underwent a b.a.a. R. (Ziehl) baar koch bacillus and bacterial culture with antibiogram test, however, the patient did not receive the results yet. At the time of this report i.e. On (B)(6) 2021, the patient continued experiencing inflammation points (implant site inflammation). Currently, the patient was still using amoxicillin with clavulanate. The patient assessed the reactions as serious and forwarded images. Outcome at the time of the report: granulomas was unknown. Infection was unknown. Inflammation points was not recovered/not resolved/ongoing. Swelling was recovering/resolving. Hardening lumps was unknown. Purulent secretion was unknown. Reported sculptra lot number confirmed to be counterfeit was recovered/resolved. Tracking list: initial: follow up received on 22-sep-2021 from the same reporter: the lot number of suspect device and dilution date was updated.

Manufacturer narrative:
Company comment: the serious events of granuloma skin, infection and mass at implant site and the non-serious events of swelling, inflammation and pain at implant site and purulent discharge were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. Potential root causes include treatment procedure and injection procedure associated with inadequate aseptic technique. Although a counterfeit product was claimed by the reporting patient there was no evidence that supported that a counterfeit product had been used. However, there was evidence in form of treatment cards and sculptra vial label that supported that a valid sculptra product had been used. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-sep-2021 by a female patient of an unknown age, who reported her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. According to the treatment plan information, the sculpta product was diluted on (B)(6)2021 with 10 ml of unknown type of water. On (B)(6) 2021, the patient received 10 ml sculptra (lot 1j0996) to neck region with unknown injection technique and needle type by dentist. The dentist had injected lidocaine [lidocaine] during the procedure and after. On (B)(6) 2021, immediately after sculptra injection, the patient experienced swelling (implant site swelling) at the injection site and pain (implant site pain). The dentist (sculptra injector) injected lidocaine during the procedure and after. On (B)(6) 2021 (three days after the procedure), the patient received corrective treatment with predsim [prednisolone sodium phosphate] for around 30 days, ibuprofen [ibuprofen], disprospan [betamethasone dipropionate] and levofloxacin [levofloxacin] for 9 days. On an unknown date in 2021, the swelling decreased and the patient started to experience granulomas (granuloma skin) at the injection site. During this time, many infection (implant site infection) points appeared and the responsible for the injection oriented the patient to perform local massages many times a day, and twice a week, the patient was going to the dentist office to receive saline solution [sodium chloride] and hyaluronidase [hyaluronidase] injections in the granulomas as a corrective treatment to help to reduce it because the patient was experiencing hardening lumps (implant site mass) in the neck. However, after two weeks, the patient experienced infection with purulent secretion (purulent discharge) at all injection sites. On an unknown date in 2021, the patient underwent a medical appointment with an infectologists, and the patient was started on amoxicillin with clavulanate [amoxicillin, clavulanate potassium]. On an unknown date in 2021, the patient also underwent a b.a.a.r. (Ziehl) baar koch bacillus and bacterial culture with antibiogram test, however, the patient had not received the results yet. At the time of this report i.e. On (B)(6) 2021, the patient continued experiencing inflammation points (implant site inflammation). Currently, the patient was still using amoxicillin with clavulanate. As a measure, the patient received hyaluronidase [hyaluronidase] injection to dissolve the injected product. On (B)(6) 2021, follow-up information was received. The sculptra bottle applied differed from the previously informed by the patient which had been identified by a video recorded by the patient at the time of reconstitution of the product. The initial video showed a counterfeit sculptra product with lot a00203 but in the follow-up information received with treatment cards and sculptra vial label attached it was shown that the patient in fact received sculptra with a valid lot of 1j0996. On (B)(6) 2021, follow up information was received. The patient again claimed that she was treated with sculptra lot number a00203. The patient suspected that the dentist (who performed the injection) had purchased this vial of sculptra through an unauthorized website and that it was a counterfeit product. The reported sculptra lot number confirmed to be counterfeit. No further supporting evidence of counterfeit product use was provided. The patient assessed the reactions as serious and forwarded images. Outcome at the time of the report: granulomas was unknown. Infection was unknown. Hardening lumps was unknown. Purulent secretion was unknown pain was unknown. Inflammation points was not recovered/not resolved/ongoing. Swelling was recovering/resolving. Tracking list: v.0 initial. V.1 fu received on 22-sep-2021 from the same reporter: the lot number of suspect device and dilution date was updated and it was confirmed to be a valid lot. V.2 fu received on 03-nov-2021 from the same reporter: event of pain added and further claim of counterfeit product reported by the patient.

Manufacturer narrative:
Company comment: the serious events of granuloma skin, infection and mass at implant site and the non-serious events of swelling, inflammation and pain at implant site, and purulent discharge were considered expected and possibly related to the treatment. The non-serious event of panic reaction was considered unexpected and possibly related to the treatment as it was most likely a secondary event to the experienced ongoing events. Serious criteria include the need for multiple medical interventions to prevent permanent damage. Potential root causes include treatment procedure and injection procedure associated with inadequate aseptic technique. Although a counterfeit product was claimed by the reporting patient there was no evidence that supported that a counterfeit product had been used. However, there was evidence in form of treatment cards and sculptra vial label that supported that a valid sculptra product had been used. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of the specified batch. The batch is conforming with the cgmp and to the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-sep-2021 by a female patient of an unknown age, who reported her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. According to the treatment plan information, the sculptra product was diluted on (B)(6) 2021 with 10 ml of unknown type of water. On (B)(6) 2021, the patient received 10 ml sculptra (lot 1j0996) to neck region with unknown injection technique and needle type by dentist. The dentist had injected lidocaine [lidocaine] during the procedure and after. On (B)(6) 2021, immediately after sculptra injection, the patient experienced swelling (implant site swelling) at the injection site and pain (implant site pain). The dentist (sculptra injector) injected lidocaine during the procedure and after. On (B)(6) 2021 (three days after the procedure), the patient received corrective treatment with predsim [prednisolone sodium phosphate] for around 30 days, ibuprofen [ibuprofen], disprospan [betamethasone dipropionate] and levofloxacin [levofloxacin] for 9 days. On an unknown date in 2021, the swelling decreased and the patient started to experience granulomas (granuloma skin) at the injection site. During this time, many infection (implant site infection) points appeared and the responsible for the injection oriented the patient to perform local massages many times a day, and twice a week, the patient was going to the dentist office to receive saline solution [sodium chloride] and hyaluronidase [hyaluronidase] injections in the granulomas as a corrective treatment to help to reduce it because the patient was experiencing hardening lumps (implant site mass) in the neck. However, after two weeks, the patient experienced infection with purulent secretion (purulent discharge) at all injection sites. On an unknown date in 2021, the patient underwent a medical appointment with an infectologists, and the patient was started on amoxicillin with clavulanate [amoxicillin, clavulanate potassium]. On an unknown date in 2021, the patient also underwent a b.a.a.r. (Ziehl) baar koch bacillus and bacterial culture with antibiogram test, however, the patient had not received the results yet. At the time of this report i.e. On (B)(6) 2021, the patient continued experiencing inflammation points (implant site inflammation). Currently, the patient was still using amoxicillin with clavulanate. As a measure, the patient received hyaluronidase [hyaluronidase] injection to dissolve the injected product. On (B)(6) 2021, follow-up information was received. The sculptra bottle applied differed from the previously informed by the patient which had been identified by a video recorded by the patient at the time of reconstitution of the product. The initial video showed a counterfeit sculptra product with lot a00203 but in the follow-up information received with treatment cards and sculptra vial label attached it was shown that the patient in fact received sculptra with a valid lot of 1j0996. On 03-nov-2021, follow up information was received. The patient again claimed that she was treated with sculptra lot number a00203. The patient suspected that the dentist (who performed the injection) had purchased this vial of sculptra through an unauthorized website and that it was a counterfeit product. The reported sculptra lot number confirmed to be counterfeit. No further supporting evidence of counterfeit product use was provided. On 01-dec-2021, follow up information was received from a lawyer. At the time of this report, the patient was not leaving home and she was experiencing panic syndrome (panic reaction). The reporter informed that referred the patient to the clinic where the procedure was performed. It was also reported that another friend also received sculptra injection in the same clinic where the patient was injected but this friend did not experience these adverse events. The patient assessed the reactions as serious and forwarded images. Outcome at the time of the report: granulomas was unknown. Infection was unknown. Hardening lumps was unknown. Purulent secretion was unknown. Pain was unknown. Inflammation points was not recovered/not resolved/ongoing. Swelling was recovering/resolving. Panic syndrome was unknown. Tracking list: v.0 initial. V.1 fu received on 22-sep-2021 from the same reporter: the lot number of suspect device and dilution date was updated and it was confirmed to be a valid lot. V.2 fu received on 03-nov-2021 from the same reporter: event of pain added and further claim of counterfeit product reported by the patient. V.3 fu received on 01-dec-2021 from an another reporter, who was a lawyer: event of panic reaction added.

Manufacturer narrative:
Company comment:the serious events of granuloma skin, infection and mass at implant site and the non-serious events of swelling and inflammation at implant site and purulent discharge were considered expected and possibly related to the treatment. Serious criteria include the need for multiple medical interventions to prevent permanent damage. Potential root causes include treatment procedure and injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. An additional investigation will be performed by requesting a repeat batch record review in order to exclude a non-conforming product.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a female patient of an unknown age, who reported her own case. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. According to the treatment plan information, the sculpta product was diluted on (B)(6)2021. On (B)(6) 2021, the patient received 10 ml sculptra (lot 1j0996) to neck region with unknown injection technique and needle type. On (B)(6) 2021, immediately after sculptra injection, the patient experienced swelling (implant site swelling) at the injection site. On (B)(6) 2021 (three days after the procedure), the patient received corrective treatment with predsim [prednisolone sodium phosphate] for around 30 days, ibuprofen [ibuprofen], disprospan [betamethasone dipropionate] and levofloxacin [levofloxacin] for 9 days. On an unknown date in 2021, the swelling decreased and the patient started to experience granulomas (granuloma skin) at the injection site. During this time, many infection (implant site infection) points appeared and the responsible for the injection oriented the patient to perform local massages many times a day, and twice a week, the patient was going to the dentist office to receive saline solution [sodium chloride] and hyaluronidase [hyaluronidase] injections in the granulomas as a corrective treatment to help to reduce it because the patient was experiencing hardening lumps (implant site mass) in the neck. However, after two weeks, the patient experienced infection with purulent secretion (purulent discharge) at all injection sites. On an unknown date in 2021, the patient underwent a medical appointment with an infectiologists, and the patient was started on amoxicillin with clavulanate [amoxicillin, clavulanate potassium]. On an unknown date in 2021, the patient also underwent a b.a.a. R. (Ziehl) baar koch bacillus and bacterial culture with antibiogram test, however, the patient had not received the results yet. At the time of this report i.e. On (B)(6) 2021, the patient continued experiencing inflammation points (implant site inflammation). Currently, the patient was still using amoxicillin with clavulanate. On (B)(6) 2021, follow-up information was received. The sculptra bottle applied differed from the previously informed by the consumer which had been identified by a video recorded by the patient at the time of reconstitution of the product. The initial video showed a counterfeit sculptra product with lot a00203 but in the follow-up information received it was stated that the patient in fact received sculptra with a valid lot of 1j0996. The patient assessed the reactions as serious and forwarded images. Outcome at the time of the report: granulomas was unknown. Infection was unknown. Hardening lumps was unknown. Purulent secretion was unknown. Inflammation points was not recovered/not resolved/ongoing. Swelling was recovering/resolving. Tracking list: v.0 initial v.1 fu received on 22-sep-2021 from the same reporter: the lot number of suspect device and dilution date was updated and it was confirmed to be a valid lot.